Manufacturer narrative:
H4: device manufactured between july 22, 2020 to july 23, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was done which observed a floating curved white particle matter inside the fluid path; further described as a floating white crescent moon shaped matter approximately 0.25 inches in length. No obvious abraded areas were observed at the fill port connector and cap areas. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined, however, a possible cause was noted as intrinsic from the manufacture of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during mixing. There was no patient involvement. No additional information is available.